Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The small battery drive device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the small battery drive device did not function, the control unit was defective, and the motor idle current was too high. It was also noted that the device failed pre-repair diagnostic tests for off/oscillation/on switch mode function, the oscillation angle, switching function, and the triggers and electronic control unit (ecu) function. It was noted in the service order that before use it was observed that the device ¿did not work.¿ this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.